Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that there were no defects. A field service engineer discovered that drawer 2 had already been restored. The customer conducted an inventory and testing of the device. Preventative maintenance was performed on the device. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that bd pyxis¿ medstation¿ es auxiliary drawer 1.2 was not recognized on the communication bus. The customer has verified that they are facing delays in medication dispensing. There were no adverse events or injuries reported based on this incident.